Event description:
Boston scientific crm received information that the patient implanted with this implantable defibrillation lead developed a pocket infection. The patient had undergone a device replacement procedure approximately 50 months prior. During the lead extraction procedure difficulty was experienced removing the lead. A tear in the superior vena cava (svc) occurred resulting in a rapid pressure loss and terminal hemorrhaging. Numerous rescue attempts were made, however, was unsuccessful, and the patient expired on the table.

Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory, severed 113 mm from the terminal pin. Only the proximal section of the lead was returned. The proximal section of the lead was put through a series of tests to assess lead electrical performance. Measurements throughout these tests were within normal limits. Should additional information become available this event will be updated.